Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that the tip is twisted. Additionally, it was found that the tip is fractured. Both fractured pieces were returned. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument was fractured during the inspection. Attempts have been made and additional information on the reported event is unavailable.